Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable, as the lens was inserted and removed. If explanted, give date: not applicable, as the lens was inserted and removed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an ar40e 3.5 diopter lens was improperly loaded and the haptic became distorted while inserting into the patient's operative eye. Therefore, the lens was removed and replaced. There was no incision enlargement. Reportedly, there was no patient injury. No additional information was provided.

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 01/16/2019. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The lens was cut in two pieces. The cut is related to the lens removal as described on the initial report; the lens out. Both haptics are distorted. The reported haptic damaged was verified. There were issues during loading as described in the initial report; lens was improperly loaded and the haptic became distorted while inserting into the patient's operative eye. Therefore, a product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no additional complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.